Manufacturer narrative:
No product returning for eval. Should new info become available, a f/u supplemental report will be submitted.

Event description:
Received info regarding a possible cartridge error. There was no reported impact to customer's blood glucose level.